Event description:
It was reported by service report that the backrest lever was getting stuck causing the fowler to drift. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pivot fasteners, fowler.